Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results from two (2) different patient samples that were generated by the unicel dxi 800 access instrument. Patient a and b samples were tested for accu tni and results were: 20.72ng/ml, and 23.35ng/ml respectively. The results were reported out of the lab. The original samples of both patients were tested for accu tni on a different instrument in the customer's lab. Accu tni results obtained from the different instrument were: 0.05ng/ml, and 0.04ng/ml for patient a and b respectively. Corrected reports have been issued for both patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Per customer, qc was within specifications prior to the event. Qc performed after the event failed specifications. System check performed in 2007, at 21:50, failed. The customer then placed a new substrate bottle and primed the instrument. They repeated system check which passed specifications, but was still on the high end for most parameters. The specimens were plasma, collected into lithium heparin tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced all aspirate probes and peri pump tubing. The fse replaced sample probe and performed sensor calibration. The fse conducted diagnostic and precision testing; all results passed within specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.